Event description:
I received two cartons of bausch and lomb boston one step liquid enzymatic contact lens cleaner vials (mail order from (B)(6)). One carton was marked with a lot number and expiration date, but on the other carton the lot number and expiration were blank. Yesterday I called the (B)(6) number printed on the packaging and explained the problem (I see that call on my recent call log; the call was placed on (B)(6) 2017 at 12:54 pm (B)(6) time). I was asked to open the carton and check for an expiration date on the vials. Each single use vial did have an embossed expiration date and lot number, so they said that there is no issue, and indeed I am fine with using the product. However, I found it odd that they didn't want me to send them a photo of the carton that is missing the printed lot and expiration date. I suggested that this would be an issue that manufacturing would want to know about and deal with, and that a photo would be helpful to document the issue, but the customer service person was not interested in taking it further. I doubt that they reported this to their manufacturing or quality departments.